Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: b4: alert date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was conducted: flow:damage. Visual inspection: the 3.2mm guide wire 400mm was received at us cq without original packaging. Upon visual inspection at cq, it is observed that the device was bent. The complaint cannot be confirmed for the upon receipt- device damage since the device was received in open condition without original packaging. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection of the device received was performed at cq. The diameter of the guide wire was intended to be measuring from 3.16mm to 3.20mm and it was measured to be 3.16mm. A manufacturing record review revealed no complaint related anomalies. The lot of 3.2mm guide wire 400 mm was processed through the normal manufacturing and inspection operations with no non-conformance's or rework noted. The lot quantity of (B)(4) pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. No design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint cannot be confirmed. A definitive root cause could not be determined for the reported problem, but it might have encountered unintended forces during transportation or storage. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: device history reviewed 20 july 2020. Part number: 357.399-us, lot number: 51p9069, part manufacture date: april 09, 2020, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.2mm guide wire 400 mm was processed through the normal manufacturing and inspection operations with no non-conformance's or rework noted. The lot quantity of (B)(4) pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: the lot quantity of (B)(4) pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 3.2mm guide wire was arrived bent inside of the original packaging as confirmed by the or department. There was no patient involvement. This complaint involves one (1) device. This report is for (1) 3.2mm guide wire 400mm. This is report 1 of 1 for (B)(4).